Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the subject device functioned normally when other scopes were connected, it is likely there was a temporary contact failure.

Manufacturer narrative:
The reported problem was resolved with the assistance of olympus technical support. In troubleshooting the problem, the user facility isolated the issue to a specific scope. The user facility referred the scope to a 3rd party vendor for repair.

Event description:
A user facility reported to olympus that they received a scope communication error (b30) and they were getting no image when using an olympus 190 series scope and poor image with an olympus 180 series scope.